Manufacturer narrative:
Age: this value is the average age of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID neu_interstim_ins, lot# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_interstim_ins, lot# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
Singh, r., el nashar s.a., trabuco ec, klingele cj, gebhart jb, occhino ja. Comparison of short term outcomes of sacral nerve stimulation and intradetrusor injection of onabotulinumtoxina (botox) in women with refractory overactive bladder. Female pelvic medicine <(>&<)> reconstructive surgery. 2015;21(6):369-373. Doi: 10.1097/spv.0000000000000200 summary: the aim of the study was to compare the short-term outcomes of sacral nerve stimulation (sns) and intradetrusor injection of onabotulinumtoxina (botox) for overactive bladder (oab) symptoms refractory to behavioral modifications and pharmacologic therapy. The sns resulted in lower failure rates at 6 months when performed for refractory oab symptoms as compared with the botox procedure. However, further studies are needed to evaluate the long-term cost effectiveness of both procedures. Reported events: 1. 6 patients with sacral nerve stimulation (sns) for refractory overactive bladder (oab) experienced an infection. An unknown number of these patients required surgery for this complication. 2. 3 patients with sns for refractory oab experienced lead or ins malfunction. An unknown number of these patients required surgery for this complication. 3. 2 patients with sns for refractory oab had the device removed due to failure. 4. 2 patients with sns for refractory oab experienced wound seroma. An unknown number of these patients required surgery for this complication. 5. 5 patients with sns for refractory oab experienced pain at the implantable neurostimulator (ins) site. An unknown number of these patients required surgery for this complication. 6. 6 patients with sns for refractory oab experienced stimulation dependent pain. An unknown number of these patients required surgery for this complication. 7. 1 patient with sns for refractory oab had the device repositioned. The reason for repositioning was not noted. The source literature included the following device specifics: interstim implantable neurostimulator (no model # provided) further information has been requested; a supplemental report will be submitted if additional information is received.